Manufacturer narrative:
Device used for treatment, not diagnosis nallathamby, v., lee, h., lin, y.y., lim, j., ong, w.c., & lim, t. (2014). Retained broken implants in the craniomaxillofacial skeleton. Craniomaxillofacial reconstruction, 7(2), 154-157. This report is for an unknown 1.1mm drill bit/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review fo the following journal article, "retained broken implants in the craniomaxillofacial skeleton" (2014). Nallathamby, v., lee, h., lin, y.y., lim, j., ong, w.c., & lim, t. (2014). Retained broken implants in the craniomaxillofacial skeleton. Craniomaxillofacial reconstruction, 7(2), 154-157. A case report was done at a level 1 trauma hospital. Depuy synthes products were used in the case study. A (B)(6) year old male who sustained multiple rib fractures, left scapula fracture, cervical spine processes fracture, small subdural hemorrhage, and a left-sided orbitozygomatic fracture. The orbitozygomatic fracture occured causing the zygomatic fragment to displace and rotate medially. During fixation the 6 mm drill bit broke at the distal end and the tip was retained in the zygomatic body. The tip was left in the zygomatic body. The plate was moved slightly, the surgery was completed. No complications noted post-operatively. This report is 2 of 6 for com-(B)(4). This report is for an unknown 1.1mm drill bit. A copy of the journal article is being submitted with this medwatch.